Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient reported blood glucose level reached 600 mg/dl while wearing the pod. The patient stated that the pod did not give an expiration alarm and he was not receiving insulin for two hours. It was reported that the incident occurred over the (B)(6) holidays 2016 (specific date of event not provided). The patient was diagnosed with diabetic ketoacidosis (dka) and was in the ICU (intensive care unit) for four days. The pod was discarded.